Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported inflation difficulty was not confirmed; but may have been due to the inflation device which was not returned. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for inflation difficulty reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that a mini trek balloon dilatation catheter was advanced to the mid right coronary artery (rca) without resistance. Upon initial inflation attempt at the mildly calcified lesion, the balloon failed to inflate to any atmospheres. The device was removed without resistance and another mini trek was used successfully. There were no patient effects and there was no clinically significant delay. There was no additional information provided.